Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer¿s blood glucose level. Customer received instructions from technical support to reset the pump, successfully did so, and was advised to continue using the pump, with an understanding to call back if the malfunction code reoccurs.